Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported hearing tones from the cardiac resynchronization therapy defibrillator (crt-d). Further investigation revealed that the patient had been working closely with a large magnet. The device was subsequently interrogated with normal function and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.